Manufacturer narrative:
The customer received both, locking screws, cat. #18965045s, lot code k231754 as well as locking screws, cat. #18964045s, lot code k214566. The sales rep indicated the blister labeled cat. #18965045s, lot code k231754 was previously opened and he replied that the customer reported that both the outer packaging and blister (labeled 18965045s, lot code k231754 containing item cat. #18964045s) were opened during the surgery. Device will not be returned for investigation. If additional information becomes available, it will be reported on a supplemental report.

Event description:
The medical device service rep, referred to the sales rep that: during the surgery, the surgeon took the screw to insert it into the hole practiced on the bone and realized that the screw was smaller than the size it should have been. At that point, the operating room nurse noticed that the code and lot both indicated on the package and on the blister (5 x 45) were different from the ones indicated in the patient record labels (4 x 45). To end the surgery, the surgeon used another screw.